Event description:
It was reported that during a laparoscopic appendectomy, an endopouch pro46 was used. The device was inserted into the trocar. The pouch was opened up and the appendix was put inside the pouch. The surgeon pulled the thumb plunger back to close the bag and one of the support arms broke off. The incision had to be made larger to pull the pouch out because of the metal ring. No pt consequences reported.